Event description:
A case study of a 78-year-old male was published in a european journal article, 'percutaneous approach with coil embolization for annular rupture aortic valve during transcatheter'. A 78-year-old man with symptomatic bicuspid severe aortic stenosis with lvef 50 percent was planned for transcatheter aortic valve replacement (tavr). A 26 mm edwards sapien 3 valve was deployed under rapid pacing. Hemodynamics were normal and the aortogram showed minimal paravalvular leak (pvl). Post valve deployment the patient became hemodynamically unstable with electromechanical dissociation. A nonselective left main angiogram showed normal flow to the left main and an annular rupture in the left coronary sinus. Pericardiocentesis was performed. The angiogram showed no residual leak. The patient's vitals improved, and no effusion was seen on the 2d-echo. On post-operative day 3 the patient was discharged. Per article the CT scan revealed a calcified bicuspid aortic valve (sievers type 1), calcified raphe with calcium extending up to annulus. The patient's annulus area measure 508 mm while the left ventricular outflow tract area was 446 mm.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that patient factors (calcium extending up to the annulus) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : the valve will not be returned to edwards as it remains implanted in the patient per article.